Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to concerns for inappropriate anti-tachycardia pacing (atp) and shocks. Boston scientific technical services (ts) performed an analysis in which it was determined that the recorded episodes may be inappropriate therapy for a rapid ventricular response. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested an analysis on the recorded episodes of this implantable cardioverter defibrillator (ICD) due to concerns for inappropriate anti-tachycardia pacing (atp) and shocks. Boston scientific technical services (ts) performed an analysis in which it was determined that the recorded episodes may be inappropriate therapy for a rapid ventricular response. The device remains in service. No additional adverse patient effects were reported. According to additional information, this patient was experiencing atrial fibrillation (af) with rapid ventricular response (rvr) again where this device provided atp. The atp accelerated the rhythm into the ventricular fibrillation (vf) zone and this ICD delivered an electric shock as programmed. The shock converted rhythm momentarily, but it returned at a lower rate. Ts reviewed reports with hcp. No additional adverse patient effects were reported. Currently, this ICD remains in service.